Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Reported event of fiber tip disfigured. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a lithotripsy for a stone procedure in the kidney performed on (B)(6) 2014. According to the complainant, during the procedure while the physician was breaking the stone, the ball tip of the laser fiber came in contact with the stone and it was noted that the tip was disfigured and misshapen. Reportedly, the tip was ¿no longer a ball tip¿ in shape. It was reported that no fragments were left inside the patient. The procedure continued as normal and was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.